Event description:
Customer's spouse reported via phone call that the customer has experienced several low blood glucose events where he has fallen and lost consciousness. It was stated that he had an event on (B)(6) 2014. The customer fainted and laid in the yard for approximately 50 minutes. The paramedics were called and he was taken to the hospital. Blood glucose value was under 40 mg/dl. The doctor has had to make several changes to the setting. Customer's spouse also reported that the insulin pump has a crack on the upper right hand corner of the display screen because the customer has fallen multiple times. The customer got pushed in the river with the insulin pump and then he received a button error alarm. Customer could see condensation under the screen. Blood glucose at the time of the alarm was 259 mg/dl. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, displacement test and basic occlusion test. The insulin pump was unable to prime unit during prime test due to faulty force sensor. The insulin pump was unable to perform, occlusion test and excessive no delivery test due to prime anomaly. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted on electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.